Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable following an unrelated procedure. Reportedly, the ipg was not set into surgery mode prior to the procedure. In turn, surgical intervention may take place at a future date to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2022-18281 and 3006705815-2022-18282. Additional information was received stating surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Leads were electively replaced due leads migration. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.